Event description:
Caller alleged imprecision with inratio meter. Results as follows: sunday: first test inr = 1.1, second test inr = 2.6; 2006: first test inr = 1.0; second test inr = 6.6; third test inr = 2.6.

Manufacturer narrative:
Per internal protocol pr, in-house retain strips were tested for precision. The acceptance criteria is as follows: if the %cv is less than or equal to 16%, then it meets the criteria for precision. If both samples pass for each lot then no further action is required. If one lot fails, then additional testing will be performed with 2 more normal donors. If both samples fail on any lot or if any lot fails additional testing, then a review of trending data will be performed and a course of action taken. Result of retained strips test (lot 060015): retained strips lot 060015: normal pt #1: 0.8, 0.9; mean: 0.85; sd: 0.07; %cv: 8.3%. Normal pt.#2: 1.1, 1.1; mean: 1.1; sd: 0; %cv: 0%. Based on the above test results, per pr 0103, retained strips lot 060015 meets the criteria for strip precision.